Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, wherein the patient system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg was inoperable. The patient may undergo surgical intervention to have their ipg replaced.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.